Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on december 14, 2016, confirmed that the tissue pad was worn and partially peeled. Since the buttons were melted and stuck caused by autoclave sterilization, the activation test could not be implemented. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The open circuit error was occurred likely due to activation without holding tissue or with holding insulated object. The instruction manual of the subject device already states as follows. In addition, the instruction manual of usg-400 already states the troubleshooting for errors. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Two tb-0009ofs were used during a thyroidectomy. After 5 minutes of use, the tissue pad of the device was burnt and a u512 open circuit error was logged. The procedure was completed using a similar device. There was no patient injury reported. The two tb-0009ofs as the subject devices were returned to olympus medical systems corp. (Omsc) for evaluation. This is the report regarding the event of the first device. The report regarding the second device is going to be submitted separately. The evaluation on december 14, 2016 confirmed that the tissue pad was worn and partially peeled.